Manufacturer narrative:
Device label codes: 1738 1701. Underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-preductable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
No alarms sounded. Event complications: none from the event - reported 8/6/96; unk-reported 11/7/96. Patient's current status; unk-rpt'd 11/7/96.